Manufacturer narrative:
Duplicate MDR, initial MDR was submitted in (B)(4).

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. D.3. Franklin lakes has been listed as the manufacturer. G.1. Franklin lakes has been listed as the manufacturer. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd intima had leakage. The following information was provided by the initial reporter: needle has been removed and there is a little blood at the end of the septum.